Event description:
New information received notes pacemaker was explanted and replaced. Patient condition is stable.

Manufacturer narrative:
The reported event of overestimation could not be confirmed. The device was at elective replacement indicator (eri) upon receipt. Longevity analysis found the battery depletion to be normal. The device functioned normally during analysis. No anomalies were found. The longevity overestimation was determined to be due to an estimation inaccuracy in the merlin programmer remaining longevity calculation. An enhancement request was submitted by the software engineering team to resolve the issue in the future.

Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed an overestimation on the pacemaker's longevity. No changes or intervention was performed. Patient condition is stable.